Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pre-discharge follow-up, high capture threshold and variable sensing values were observed. Lead was explanted and replaced. Patient condition was good after the event.